Event description:
Sensing difficulty, overdetections, would not capture @ 6v / 1.0ms. Patient had discomfort under left breast when trying to pace.

Event description:
Sensing difficulty, overdetections, would not capture @ 6v / 1.0ms. Patient had discomfort under left breast when trying to pace. Further information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish.

Manufacturer narrative:
The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found; full lead returned. This report is based solely on device return and analysis.